Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat severely calcified sfa lesion. During the procedure, the catheter was allegedly stopped moving after advancing about 10 cm. It was further reported that detachment of the tip marker and tip was confirmed under fluoroscopy, but it was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The photo shows distal end of the catheter. Material separation was noted to the distal end of the catheter. And bunching was noted to the distal end of the catheter shaft. Based on the photo review the reported failure can be confirmed, and material deformation was identified during the photo review. Therefore, the investigation is confirmed for the reported material separation as the separation was noted between the catheter shaft and tip. Also, investigation is confirmed for the identified material deformation as the deformation was noted to the distal end of the catheter shaft. A definitive root cause for the reported material separation and deformation could not be determined based upon the provided information. Labelling/packaging review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a recanalization procedure using the cto crosser iq catheter to treat severely calcified sfa lesion. During the procedure, the catheter was allegedly stopped moving after advancing about 10 cm. It was further reported that detachment of the tip marker and tip was confirmed under fluoroscopy, but it was still attached to the core wire. The procedure was completed using another device. There was no reported patient injury.